Manufacturer narrative:
Then insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, missing end cap sticker, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's keypad was unresponsive. The customer discontinued the use of the insulin pump and followed their medical prescription for insulin shots until the replacement arrived. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.